Event description:
During the preparation for the procedure on (B)(6) 2014, it was reported the hyperglide balloon did not deflate as it was tested for inflation on the back table. No patient injury was reported as the event occurred outside the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).